Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6) device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) insertion, there was zonular dehiscence from 8-10 o'clock and iol was tilted and posterior capsule was ruptured. Vitrectomy was performed. Wound extended, incision enlarged and iol was removed. Sutures was required. Patient left aphakia and medication maxidex and vigamox were prescribed. Vision pre-operative is (B)(6). No further information available.